Event description:
It was reported the customer received a no delivery alarm when they attempted to change their infusion set. The customer also stated they received a no delivery alarm during a bolus. The customer's blood glucose was 180 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime. Troubleshooting could also not be completed as the customer started troubleshooting for air bubbles in their reservoir. The customer's blood glucose rose to 328 mg/dl at the end of the call. The customer was able to successfully treat for their high blood glucose with no delivery alarms. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).